Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited oversensing, which triggered inappropriate mode switches. No changes or intervention was performed. There were no patient consequences.